Event description:
It was reported to boston scientific corporation in 2007, that after the placement of an bsc metal biliary stent (patient age and gender unknown), the physician "pulled the stent out of the duct". The stent had been placed in the duct and as the introducer was being removed, the stent "moved out of the duct into the duodenum". The stent was removed with a snare and the procedure was successfully completed with another of the same device. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and trend report can not be provided as the product, the product family, nor the lot number is known.